Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power loss alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they received 2 alarms yesterday and 2 alarms today. The customer stated that she used a new battery for the pump and it alarmed after 1 hour. The customer was advised to take out the battery and wait until the notification light is out. The customer was advised to insert a new battery into the pump. The pump is asking for new time and date and to manually rewind the pump.